Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1818 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported on (B)(6) 2017 that there was leaking at the site. The dressings were also reportedly damp causing the line to be exposed to possible migration/infection. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter was unconfirmed since the problem could not be replicated. One 4 fr s/l powerpicc solo was provided for investigation. The catheter extended to the 50cm depth mark. A functional test of the catheter revealed nothing remarkable. It was reported that there was leaking at the site, but the exact cause of the reported event is unknown. No leaks were observed in any part of the catheter. No air would enter the catheter when the tubing was subject to a negative pressure. A microscopic examination of the catheter revealed no holes or damage.

Event description:
It was reported on (B)(6) 2017 that there was leaking at the site. The dressings were also reportedly damp causing the line to be exposed to possible migration/infection. There was no reported patient injury.